Event description:
The customer stated that one patient almost had a parathyroid surgery due to falsely elevated architect ipth results (specific data was not provided). The parathyroid test was repeated the day of the surgery and normal results were obtained. The surgery was cancelled and the customer discontinued using the ipth reagent after receiving the product information letter of (B)(6) 2014. No further impact to patient health was reported.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and the investigation has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. As of (B)(6) 2014, reduced expiration dating has been implemented for the rest of world (row) architect intact pth calibrators (list number 8k25-01 starting with lot 03214c000) to correct the issue. Architect intact pth controls (list number 8k25-10 starting with lot 03114c000) are manufactured from the same matrix material as the calibrators. Therefore, both row architect intact pth calibrators and controls listed above will have a reduced expiration dating. Implementation of architect intact pth calibrators and controls with reduced expiration date (shelf life) will return the product performance to package insert claims.